Event description:
The customer reported that during a software upgrade the device tried to reboot but could not and now displays the start screen. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.